Manufacturer narrative:
No product was returned for investigation. Based on the information provided to abbott and the service completed, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 2030404-2018-00035. During an ablation procedure, a pericardial effusion occurred. Following ablations, the patient became hypotensive. An echocardiogram confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. A perforation with a diameter of 8mm was noted before the right ventricle and approximately 2 mm behind the left ventricle. There were no performance issues with any abbott device during the procedure. The patient was followed and symptoms of pericarditis was noted. No further treatment was necessary.